Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead dislodged into the coronary sinus. The lead was replaced, and then later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the partial lead in segments was returned, analyzed, and no anomalies were found. The setscrew marks on the connector pin were too proximal. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.